Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. When the unit was properly positioned and put under pressure, it did not slip. It is noted that the ratcheting of the extension going into the base is really weak, but that would not allow the movement for loss of pressure or slippage. Also, the lock does have a bit of sticking and slight movement, but it would not affect the pressure of the clamp. Since a patient injury occurred, the unit was sent to quality engineering (qe) for further investigation and the initial findings were confirmed by qe with no additional device deficiencies observed. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint is not confirmed. However, the probable root cause of the reported complaint is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield infinity skull clamp (a1114) slipped resulting in patient laceration. The rocker and single pin were locked, and 60 psi was confirmed. When the patient moved, drapes were removed, and psi was down to 40. Laceration was stapled to close. The patient was re-positioned in a new 3 pin skull clamp, and no issues were noted with the second 3 pin skull clamp. It is unknown if there was any surgical delay. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.